Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v525448, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va06tb0, implanted: 2013 (B)(6); product type lead product ID 3058, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3058, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient noted that "I've been having trouble with the thing in my back. I don't feel nothing and I think it's not working, and I checked the battery and it don't do nothing". This had been happening "a couple of times now. I don't know how long". The patient stated that she "doesn't have the machine with me anymore so I can't check it and I have a doctor appointment on (B)(6) 2015 but I can't wait that long". No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.